Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-500 mg/dl. Cause of bg level was not known. Customer consumed water and administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, insulin, and potassium, resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.